Manufacturer narrative:
It was reported that during a tka procedure, the journey femoral implant impactor bumper broke outside of the patient. The affected complaint device , used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. The bumper is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a tka procedure, the journey femoral implant impactor bumper broke outside of the patient during surgery from consistent use (the piece was recovered). There was a backup device available. There were no delays in the procedure and no patient injuries reported.